Manufacturer narrative:
Block b3: date of event was approximated to 09/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a procedure. Reportedly, the balloon was found damaged, leading to water leakage. The procedure was completed with another of the same device with no patient complications. This report pertains to the second of two uromax ultra dilation balloon catheter devices used in the procedure.